Event description:
When the insert was snapped into the baseplate, the surgeon observed micromovement. The insert was implanted in the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.